Manufacturer narrative:
This follow-up report is being submitted to relay product evaluation results. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of both trial posts shows they both have cracks along the posterior side. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be fled accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2016-03942 / 03943).

Event description:
During a procedure, the trial post fractured. No pieces of the instrument fell into the patient and there was no delay in the procedure as a result of the event.